Event description:
Rn attempting to float swan with md tested balloon before inserting for inflation/deflation. Found to be okay. Difficulty advancing catheter, called for fluoro. Balloon up would not pass, pt found to have ivc filter, balloon down advanced through ivc filter, balloon up. Difficult to float, pt hypotensive, started levophed drip. Attempted to deflate balloon, no spontaneous removal of air, unable to withdraw air from syringe, no air noted in balloon under fluoro. Dr removed, syringe filled with air and reattached to balloon port, balloon up, still would not float, balloon down, no air in balloon again, unable to withdraw air from balloon. Visual verification on fluoro that balloon down; dr aware. Discontinued swan cath. Checked balloon out of body and it inflated, small amount of air loss noted; disconnected from monitor and placed in box. Triple lumen cath floated into cordis for access.